Event description:
It was reported that patient experienced ineffective therapy and device was unable to enter MRI mode due to high impedances on both leads. Surgical intervention was undertaken wherein the system was explanted and replaced.

Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.